Event description:
Boston scientific received information that three days post implant of this device system, the patient implanted with this device reportedly suffered from symptoms in vision alteration due to anesthesia, positioning and increased ocular pressure during the procedure. No device allegations were reported. The patients' physician was requesting to perform an MRI procedure, however, it was not recommended with the implanted device. Additional information was sought from the local area sales representative, however, no information was available at this time.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.